Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that coil embolization with possible stent placement was planned as treatment for a right middle cerebral artery bifurcation aneurysm. During the procedure, a loop of the last coil prolapsed into the parent artery and the lvis jr. Stent was successfully advanced to the treatment site. The stent was deployed without issue and all digital subtraction (dsa) angiograms looked clear; however, after a few minutes, there was no blood flow in the superior m2 branch. The 10ml of tirofiban was administered through the microcatheter; however, blood flow was not restored; therefore, additional dsa images were taken in different angles, which revealed that the proximal portion of the stent was not completely open. The proximal end of the stent was pushed with the microcatheter; however, the stent still did not open fully. The stent was then successfully retrieved with a snare device, and blood flow to the m2 branch was restored. All post dsa images looked clear, and the patient was reported to have no neurological deficits, post-operatively. The patient was able to respond to the physician's commands and move all four (4) limbs.

Manufacturer narrative:
The device was returned for evaluation. Upon initial investigation, there appeared to be no damage to the distal end of the stent; however, the proximal end of the stent was tangled within the proximal loops. After untangling the proximal end of the stent, there appeared to be no damage. The stent was reloaded into a headway 17 microcatheter without any friction, and deployed out of the distal end of the microcatheter. Further investigation revealed that the proximal end of the stent was able to open; however, not completely. Based on the investigation and provided information, the reported complaint was confirmed; however, the root cause cannot be determined.